Event description:
Subsequent to the initial report, the following information was provided: there was no resistance felt during removal of the guide wire. Prior to surgery, the patient was stabilized with emergency coronary intervention due to the left main occlusion. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is retained by the hospital. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the first diagonal artery. The balance middleweight (bmw) guide wire was positioned as a second guide wire in the anterior descending artery. At the end of the procedure, during retrieval of the bmw guide wire, the guide wire separated into two pieces. The separated piece was able to be retrieved surgically; however, retrieval of the piece of guide wire caused a thrombolization of the common trunk that required treatment with a coronary artery (4) bypass procedure. The patient is alive, but with an ejection fraction of 20%. No additional information was provided.